Event description:
Pt hospitalized for hyperglycemia. Pt reports blood sugars had started to elevate only in september. Three days later pt went to the hospital and pt blood sugars were in the 700s. Three days later, pt put the pump back on and blood sugars started to rise again. The hospital personnel pt put on an injection plan and released pt. Device passed all technical inspections.